Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Devices broken intra-operatively and were not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufactured by: (B)(6) - manufacturing date: july 13, 2015 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a cranioplasty procedure on (B)(6) 2016. During the procedure, it was noted that four (4) screws had broken. None of the pieces entered the patient. The screws were swapped out for new ones and the procedure was completed. No reports of patient harm or surgical delay were noted. The patient has been discharged, although the exact post-operative status is unknown. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Product investigation summary: four (4) cranial screws (plusdrive) were received for investigation. As per event description, the screws were in a broken condition. Because of the small size, there is no etch available; the lot number 9857229 was reported to be the same for all screws. On two (2) screws, a portion of the tip (approximately 0.5mm) is missing and the remaining portions of the tips are deformed. The two (2) other screws are intact, but show deformed self-drill tips. The remaining threads are partially deformed and the cruciform head recesses are damaged. The side walls of the cross slots have displaced metal in the clockwise and anti-clockwise direction relative to torque applied and presenting mechanical overload. Because of the damages, the complaint relevant dimensions could not be checked for dimensional accuracy of the valid manufacturing specifications. The device history reviews showed that the implants fully met specifications at the time of manufacturing and distributing with no issues that would contribute to this complaint condition. The low profile neuro instructions for use contain a cautionary note for the user indicating that these devices can break during use when subjected to excessive forces outside the recommended surgical technique. Based on the condition of the product, and only the available information, a manufacturing conclusion could not be presented. The root cause of this event is determined to be mechanical overloading. The manner of damage substantiates mechanical overloading as the likely cause. No manufacturing related issues were identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.